Event description:
It was reported that caller received minimum fill notification while attempting to load new cartridge despite having sufficient usable insulin. There was no adverse impact to the customer¿s blood glucose level. Caller removed pump from case, cleaned pneumatic tap area, reloaded same cartridge as instructed, and successfully loaded cartridge onto pump and resumed insulin delivery.